Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"), pain ("sore") and constipation ("constipation"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, pain and constipation outcome was unknown. The reporter considered abdominal distension, constipation, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- abdominal distension, pain, constipation, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"), pain ("sore"), constipation ("constipation") and sepsis ("sepsis"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, pain, constipation and sepsis outcome was unknown. The reporter considered abdominal distension, constipation, medical device removal, pain and sepsis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- abdominal distension, pain, constipation, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New event sepsis was added. Date of essure insertion was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"), pain ("sore") and constipation ("constipation"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, pain and constipation outcome was unknown. The reporter considered abdominal distension, constipation, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- abdominal distension, pain, constipation, medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.